Event description:
It was reported that the patient with this pacemaker device had reported a syncope episode. Technical services (ts) reviewed and stated that there were no recorded atrial or ventricular arrhythmia episodes. The presenting electrogram (egm) showed that the device operated as programmed. Ts recommended to have a follow up with the cardiologist for further evaluation of programming. This device remains in service. No adverse patient effects were reported.